Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was being implanted with an impella rp for mechanical circulatory support. It was reported the physician was unsuccessful at attempting to insert the impella and deliver the pump to the right ventricle. Multiple unsuccessful attempts were made and using buddy wires, but ultimately made the decision to abort the insertion of the impella rp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.